Event description:
It was reported that the customer was having a large variance between sensor glucose and blood glucose readings. His or her blood glucose was unknown at the time of reporting. The customer stated there was no sensor error, which had been worn for four days. This is the only sensor in this package that has reported with a large variance. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.